Manufacturer narrative:
(B)(4) - vegetations. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the source of the infection was not provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 1 year. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis. According to the operative report, this is a (B)(6) year-old male who has a history of hypertension and was presented with garbled speech for about 2 hours. He had an MRI/mra of his head, which showed no acute stroke. He did have some left-sided numbness and pins and needles feeling in his left upper extremity. This dissipated over the course of the next 6 hours. He then had a followup MRI showing small acute and subacute infarcts that were most likely embolic in origin without any hemorrhagic component. The workup for the embolism found a mitral valve endocarditis. He did also have positive blood cultures. Once cardiac arrest was achieved, the right atrium was opened, and a superior dome transseptal approach to the mitral valve was performed in order to get an adequate exposure to his mitral valve. He had a full annuloplasty ring that had multiple vegetations circumferentially. The was debrided and cut off the annulus. The patient's mitral valve was replaced with an edwards bioprosthetic valve. Per the surgeon, the reason for explanting the device was not related to a product malfunction.